Event description:
It was reported that an insulation anomaly and noise were observed. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received internal insulation abrasion was found at 34.76.1cm from the distal tip. The etfe coating was intact at the same location. External insulation abrasion was found at 46.7-47.3cm from the distal tip, consistent to friction with the ICD can. The etfe coating was abraded at the same location. This is consistent with observation from the field of noise.